Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/13/2014 with the following findings: the alarm history showed a call service alarm. The battery compartment was observed to be cracked at the threads; the battery cap was found to be undamaged and able to maintain an electrical connection. The pump powered up with auditory and vibration but the display remained blank upon start up which prohibited further testing. The cover was removed and the display screen was found to be cracked. A test display was mounted and was fully functional, but the pump powered up with a hard call service alarm upon start up, which indicated a language corruption in a flash chip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. The reporter stated that the display was cracked and denied moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.